Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number was not provided.

Event description:
It was reported to philips that there is a problem with the paddles. There was no reported patient involvement.